Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they felt a little "shock" at the implantable neurostimulator (ins) site. Following this the ins was discharged. An attempt was made to communicate using the patient programmer (pp) but the poor communication screen was seen, and there was no communication when using the pp or recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.